Event description:
It was reported to technical services on (B)(6)2011 that this lead may be explanted due to the advisory on it. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).